Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a surgical procedure for a humerus diaphysis fracture, it was observed that the radiolucent drive device stopped working when fixing a screw that was placed in the distal area of the fracture. An ehn (expert humeral nail) long nail was also used in the surgery. It was reported that two screws were placed in the distal area with the radiolucent drive device. The reporter stated that when the second nail was being drilled, the device stopped without being interfered with by the nail. It was reported that there was a five minute delay in the procedure as a spare drill bit was used to fix the second screw. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the bevel gears were broken. It was noted that the slip clutch should react within the value of 1.2 ¿ 1.8 nm, however it was found that it reacts too early (1.10-1.19). It was determined that the broken bevel gears and defective safety clutch indicate that the product was excessively used. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.